Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4). Product type recharger product ID 37761 lot# serial# (B)(4). Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharger (insr) was unresponsive. The patient's representative (pt rep.) Said the green light on the desktop charger (dtc) was on, but they hadn't been able to get anything on the insr. Caller tried unplugging and plugging in the dtc to the insr but that did not resolve their issue and had not been able to charge it. Caller inspected the connector pin and said it did not appear damaged. A replacement controller was sent out. No symptoms were reported. 2022-sep-15 (B)(4): additional information was received from the pt rep. It was reported that pt rep called and mentioned the pt got the dtc and the dtc appeared to be working just fine, but now the recharger went blank/unresponsive today and was beeping every 5 seconds. Pt rep. Was not with the pt and did not have the recharger with them so pt rep. Will call back to troubleshoot. Patient services specialist(pss) provided verbal instructions on how to reset the recharger. Pt rep called back the next day. Caller said the pt has had the antenna and dtc replaced and now it was all working fine. Caller was inquiring about charging best practices which pss reviewed. Additional information was received, it was reported the recharger is unresponsive and they are getting very frustrated with the equipment. Caller said they have done resets and received replacement cords and still having issues. Caller stated they cant charge and are in pain. A new recharger was requested.

Event description:
It was reported that the patient's recharger (insr) was unresponsive. The patient's representative (pt rep.) Said the green light on the desktop charger (dtc) was on, but they hadn't been able to get anything on the insr. Caller tried unplugging and plugging in the dtc to the insr but that did not resolve their issue and had not been able to charge it. Caller inspected the connector pin and said it did not appear damaged. A replacement controller was sent out. No symptoms were reported.  Additional information was received from the pt rep. It was reported that pt rep called and mentioned the pt got the dtc and the dtc appeared to be working just fine, but now the recharger went blank/unresponsive today and was beeping every 5 seconds. Pt rep. Was not with the pt and did not have the recharger with them so pt rep. Will call back to troubleshoot. Patient services specialist(pss) provided verbal instructions on how to reset the recharger. Pt rep called back the next day. Caller said the pt has had the antenna and dtc replaced and now it was all working fine. Caller was inquiring about charging best practices which pss reviewed. Additional information was received, it was reported the recharger is unresponsive and they are getting very frustrated with the equipment. Caller said they have done resets and received replacement cords and still having issues. Caller stated they cant charge and are in pain. A new recharger was requested.

Manufacturer narrative:
Concomitant medical product: product ID 37651, serial# (B)(6) product type recharger product ID 37761, serial# (B)(6) product type recharger b3: date is approximate h3: analysis of the desktop charger (product ID 37761, serial# (B)(6)) found a frayed cord. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.